Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and device expulsion ('one coil expelled, wished to remove remaining coil') in an adult female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, dysmenorrhea and pap smear abnormal. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included stenosis. Concomitant products included tretinoin (tretinon) from 2011 to 2017 for skin rash as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, oral contraceptive nos, spironolactone from 2011 to 2017 and vitamins nos (daily multivitamin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic area cramp"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and paraesthesia ("shocking sensation"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, device expulsion, menorrhagia, vaginal haemorrhage and alopecia outcome was unknown and the pelvic pain and paraesthesia had resolved. The reporter considered alopecia, device expulsion, menorrhagia, paraesthesia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: ablation performed on (B)(6) 2012 after removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) were entered. Reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and device expulsion ('one coil expelled, wished to remove remaining coil') in an adult female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, dysmenorrhea and pap smear abnormal. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included stenosis. Concomitant products included tretinoin (tretinon) from 2011 to 2017 for skin rash as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, oral contraceptive nos, spironolactone from 2011 to 2017 and vitamins nos (daily multivitamin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic area cramp"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and paraesthesia ("shocking sensation"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, device expulsion, menorrhagia, vaginal haemorrhage and alopecia outcome was unknown and the pelvic pain and paraesthesia had resolved. The reporter considered alopecia, device expulsion, menorrhagia, paraesthesia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: ablation performed on (B)(6) 2012 after removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia lot number: 787229, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and device expulsion ('one coil expelled, wished to remove remaining coil') in an adult female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, dysmenorrhea and pap smear abnormal. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included stenosis. Concomitant products included tretinoin (tretinon) from 2011 to 2017 for skin rash as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, oral contraceptive nos, spironolactone from 2011 to 2017 and vitamins nos (daily multivitamin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic area cramp"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("** not translated **abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and paraesthesia ("shocking sensation"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia, vaginal haemorrhage and alopecia outcome was unknown and the pelvic pain and paraesthesia had resolved. The reporter considered alopecia, device expulsion, menorrhagia, paraesthesia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: ablation performed on (B)(6) 2012 after removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.